Event description:
It was reported that this pacemaker was found to be in safety mode. Technical services (ts) advised in safety mode the pacemaker is not programmable and the device should be replaced. Subsequently the device was explanted and another pacemaker was implanted to complete the procedure. This pacemaker has not been returned at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.